Manufacturer narrative:
Original evar was performed on (B)(6) 2016. The patient was admitted to hospital for abdominal pain on (B)(6) 2018. The physician's examination revealed that the aneurysm sac was continuing to expand in diameter, from 64mm in (B)(6) 2017 to 80mm in (B)(6) 2018. This is a substantial increase. The physician also described that no endoleaks could be seen, neither those relating to graft failure (types I and iii) nor collateral circulation created by the patient (type ii). There is therefore no indication of failure of the graft. Idiopathic sac expansion is well known in endovascular treatment of aaa and has been referred to as 'endotension' or as 'type v endoleak'. It was hoped that there would have been feedback from the open revision procedure which would normally have confirmed the cause of the sac expansion. Suggestions for the cause of 'endotension' are: continued pressurisation of the sac without blood flow. This could occur with a single patent collateral artery, either lumbar or inferior mesenteric, or multiple vessels which are occluded with soft, jelly-like, thrombus that is able to transmit pressure without flow. An occulting endoleak, typically type I, where the leak only occurs at peak systole. Such an endoleak would be difficult to detect on a CT angiogram. Without further information, we cannot draw a conclusion about the cause of sac expansion in this case. This is a known risk of evar and there is no evidence in this case to indicate a failure of the device.

Event description:
Vascular prosthesis replacement due to postoperative aneurysm expanding.